Manufacturer narrative:
H.6 investigation summary: unconfirmed: no evidence provided.

Event description:
It was reported that the bd hypoint¿ needle was clogged. The following information was provided by the initial reporter: patient reported to the nurse case manager via email, "I had to take firazyr early this morning. The lot number is "tsvj09a15" and the expiry is 09/2024. I was only able to inject half of the dose for some reason and then it felt like the plunger was resisting. I have no other doses, but 3 takhzyro still which I haven't been taking. Symptoms: mild swelling in wrist/ hand 48 hours prior, then gi cramping beginning evening on (B)(6) 2024 that worsened until around 2am (B)(6) 2024 with nausea, pain and dizziness, passing out and hot/ cold flashes before I took firazyr. Fir0725 follow up infor from reporter: "patient also noted, ¿¿does it matter that I already took off the needle and recapped the syringe? I¿m not sure if it was the syringe or the needle that caused the issue to be fair. I have both parts still.¿

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd hypoint¿ needle was clogged. The following information was provided by the initial reporter: patient reported to the nurse case manager via email, "I had to take firazyr early this morning. The lot number is "tsvj09a15" and the expiry is 09/2024. I was only able to inject half of the dose for some reason and then it felt like the plunger was resisting. I have no other doses, but 3 takhzyro still which I haven't been taking. Symptoms: mild swelling in wrist/ hand 48 hours prior, then gi cramping beginning evening on (B)(6) 2024 that worsened until around 2am (B)(6) 2024 with nausea, pain and dizziness, passing out and hot/ cold flashes before I took firazyr. Fir0725. Follow up infor from reporter: "patient also noted, ¿¿does it matter that I already took off the needle and recapped the syringe? I¿m not sure if it was the syringe or the needle that caused the issue to be fair. I have both parts still.¿